Event description:
It was reported that this device was showing accelerated battery depletion. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the battery was showing accelerated battery depletion. Technical services was contacted to review the disk analysis and were able to confirm the premature depletion. The device was recently replaced. No adverse effects were reported. It is unknown at this time whether the device will be returning for analysis.